Event description:
Profound and permanent neurological injuries [nervous system disorder]; neuropathy [neuropathy peripheral]; excess zinc [blood zinc increased]; cooper depletion [blood cooper decreased]; profound and permanent injuries [injury]. Case description: an attorney reported that his client, an adult male age (B)(6), used fixodent denture adhesive cream, unspecified total daily use, on dentures he received 10 years ago through (B)(6) 2009 and reported the following: profound and permanent neurological injuries, neuropathy, excess zinc, copper depletion, and profound and permanent physical injuries that have left him unable to perform his normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further info was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.